Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging an intermittent sounds and vibration issue. No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 16-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-apr-2018 with the following findings: during investigation, the pump powered on with fully functional audible and vibratory alert features. The audible alarm measured within required specifications. An alarm was reproduced for the investigation with sound set to high; the pump gave the appropriate sound warning and displayed the alarm message on the screen. An alarm was reproduced for the investigation with sound set to vibrate; the pump gave the appropriate vibration and displayed the alarm message on the screen. The pump cover was removed; no intermittent conditions were found to the piezo circuit. No defects were observed to the vibration motor. The complaint of an audio alarm issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.